Event description:
Related manufacturer report number 2017865-2022-10406. It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and the device was reprogrammed. During another follow up in clinic, the device was again found to be in bvvi mode. Abbott technical support was again contacted, the device was reprogrammed, and replacement of the device was recommended. Additionally, abbott technical support reviewed the session records and ventricular noise was noted on the device and right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No additional interventions have been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of device being in backup mode and signal noise could not be confirmed due to low battery voltage condition. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.